Manufacturer narrative:
(B)(4) the information provided on this form was previously submitted under manufacturing report number 1822565-2015-00098. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to medial attrition fracture, subsidence of tibia component, gross gynovitis, and pain.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. Medical records were received confirming that the patient underwent primary surgery for left total knee arthroscopy due to degenerative arthritis. It was reported that, during surgery right knee was well balanced with regard to flexion and extension, varus and valgus. Patellar tracking was assessed through range of motion and balance of the knee was assessed through the full range of motion and was found to be satisfactory. Patient was in stable condition post-op. Radiograph records received state that there was evidence of collapse of the medial condyles of the tibias bilaterally, gross loosening of the tibia and some subsidence of the tibia bilaterally. No fractures, lytic or sclerotic bone lesions were detected. Revision op-notes confirmed that patient underwent revision surgery due to failed left knee replacement. Patient was diagnosed with severe subsidence of tibia, gross synovitis and revision of scar. It was reported that patient's knee showed mid-flexion instability. During surgery it was noted that tibial component was grossly unstable and subsided. An old scar was revised and an attrition fracture was noted medially in anterior aspect. It was also reported that failure to cement bed was one of the etiologies with failure to tibia. After the final components were implanted, patient was in stable condition post-op. No compatibility issues are noted. Per the evaluation of the records received; patient was revised due to grossly unstable and loose tibia, however; a definitive root cause cannot be determined with the information provided.